Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A distributors service engineer swapped the single board computer printed circuit board and confirmed it was defective.

Event description:
It was reported that a ventilator display froze at the six picture screen and would not turn off. There was no patient involvement.